Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent CABG procedure on (B)(6) 2015 and suture was used for distal anastomosis. The patient experienced bleeding complications post-operatively and had to be re-opened to address the bleeding from the graft site. The patient was reported as stable. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.